Event description:
During PICC line placement, the access needle did not allow to thread the microwire into the needle. This caused the procedure to stop, obtain a second access kit and stick the patient a second time.